Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced air in the line of an amia cassette without an alarm; described as ¿was moving air to the patient´s belly¿. The hp was connected at the time of the event. This was further described as the ¿second drain started bubbling, that fill introduced air bubbles¿. Subsequently, the last fill was cancelled and the machine was stopped at that time. This occurred during use of the device for automated peritoneal dialysis therapy. Renal technical services discussed continuous ambulatory peritoneal dialysis (capd) with the hp. There was no report of patient injury or medical intervention associated with this event. No additional information is available.